Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As per user facility: during priming an occlusion error occurred and water was flowing back into the transfer set mixed with mvi causing the mixture to turn yellow. No patient involvement. The user replaced the transfer set with no further issues.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The logs show that the user tried to prime station 5 fourteen times and kept getting occlusions on the micro channel. Station 5 is a flex line, so it does a prime of 30ml on the macro, then 5ml on the micro, then 3ml/1ml after that. All of the 14 primes successfully do pump the 30ml macro prime, but then get an occlusion on the 5ml micro dispense. This indicates something is wrong with the station 5 micro valve on the transfer set (or maybe the micro line itself). The returned transfer set was investigated and confirmed to have an incorrectly loaded micro valve. The micro valve # 5 in question was found to be 180º out of phase with the others, with impressions suggesting the valve was loaded in an orientation that allowed it to pass both our z-axis tester, and the compounders initial leak check. However, due to safety features of the apex compounding system, this type of defect caused occlusion alarms to trigger and the setup was aborted. Additional investigations are being done to determine the root cause of this nature. The initial report was filed against the product ax1000, apex compounding system. The investigation has determined that the misaligned valve of product 2112550, apex transfer set, is the most probable cause of this incident. Medwatch 2523676-2018-00040 has been filed for the transfer set. If additional pertinent information becomes available a follow-up report will be filed.

Event description:
As per user facility: during priming an occlusion error occurred and water was flowing back into the transfer set mixed with mvi causing the mixture to turn yellow. No patient involvement. The user replaced the transfer set with no further issues.